Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was no ECG sign and that the pressure signal was currently used as the trigger signal. There was no patient harm reported.

Manufacturer narrative:
Due to character limit in block e1 telephone number : (B)(6). Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (telephone number), g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) stated the customer refuses to come for inspection and refuses to disclose other information. If there is any progress in the future, we will follow up and update in time. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a